Event description:
A hospital materials manager reported that during cataract surgery, the unit was not suctioning correctly and there was chamber collapse. The surgery was completed and the pt is reported to be fine. Add'l info has been requested on multiple occasions, but no add'l details have been provided.

Manufacturer narrative:
The company rep examined the system and checked the customer's I/a handpieces. No problems were found. The system was then tested and met product specs. No sample were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).